Event description:
During a knee arthroscopy, a speedcinch needle tip was bent and when it was removed, the sheath came off and lodged into the pt's joint. A 1/2 pipe aiming device was used for visualization and has been used successfully by this provider. Two subsequent speedcinch needle tips bent and would not deploy, but the sheath did not come off. On the forth attempt with a new speedcinch needle, the arthrex aiming device was used successfully with deployment of the anchor stitch.